Event description:
Customer reported that the minilink led did not blink on and off when connected to the sensor. Customer also reported that when he took out the sensor it did not have a cannula. Customer's blood glucose reading was 116 mg/dl. Nothing further reported.

Manufacturer narrative:
Findings: reliability analysis evaluated 1 opened/used sensor and performed a visual inspection and found electrode peel back (retract) from the tubing's insertion needle. Unable to confirm sensor damage due to customer returning the product opened/ used.